Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: g2, h4, h6, h10. Corrected fields: e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer's reportable malfunction was confirmed, however based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent blackouts appearing while using the monitor. The issue was found at a diagnostic procedure and was completed using a similar device. There was no patient harm associated with the event.